Event description:
It was reported that a malfunction code appeared on the customer's pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The technical support team provided pump reset instructions and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if any malfunction codes appear again.